Manufacturer narrative:
H.6. Investigation summary: one loose 10ml syringe was received and evaluated under 2.5x magnification. No white particle was found inside the syringe. The photo received displayed two loose 60ml syringes, which were not manufactured at the canaan facility. A review of the device history record revealed no irregularities during the manufacture of the reported lot. No defect was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 301029 batch no. 9142635 it was reported that before use of the bd 10ml syringe luer-lok¿ tip a white particle was found inside the syringe. The following information was provided by the initial reporter: during inspection a white particle found inside syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 301029. Batch no. 9142635. It was reported that before use of the bd 10ml syringe luer-lok¿ tip a white particle was found inside the syringe. The following information was provided by the initial reporter: during inspection a white particle found inside syringe.